Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one endo gia* 60mm articulating medium/thick reload opened by the account without the packaging. The reload was opened and the shipping wedge was evaluated. It was observed that the anvil engagement tab was partially crushed. This tab acts to impede the movement of the knife when loading the reload onto the instrument. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, the nurse found that there was a yellow piece on the instrument table. Although the yellow piece looked like a part of the yellow tab, no missing part was noted visually and the reload was used without problem. At the time of opening and closing check, the yellow tab was removed according to the process. There was no patient injury.